Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and inappropriate mode switch were noted on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the device was reprogrammed on the ventricular channel to resolve the event.